Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinsonian tremor. It was reported that the extension wire was damaged by a surgical tool. Diagnostics/troubleshooting involved were electrical integrity tests performed intra-operatively and post-operatively. No interventions/actions were taken to resolve the issue. Therapy impedances indicated normal circuits. Patient caregiver informed that condition of extension wire could degrade and that, in that case, a replacement could be performed. The issue is not resolved. No surgical interventions has occurred or is planned. No patient symptoms were reported. No further complications were reported or anticipated with this event.